Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - bright EU pas. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr). Two xtw triclips were successfully delivered and deployed, reducing the tr to grade 3. There were no complications. On (B)(6) 2024, a follow-up echocardiogram was performed. Per imaging, a single leaflet device attachment (slda) was noted with the septal-posterior clip. On (B)(6) 2024, the patient was hospitalized with worsening heart failure. High grade tr was noted and another triclip procedure was planned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent tr appears to be due to the sdla. The reported heart failure appears to be a cascading effect of the recurrent tr. Tr and heart failure are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization was a result of case specific circumstance as the patient was hospitalized due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the updated information was received: on (B)(6) 2025, the patient was hospitalized for recurrent regurgitation. On (B)(6) 2025, as treatment, a non-abbott device was placed in the tricuspid valve. As a correction from the previous report, there was no additional clip placed. The event resolved and the patient was discharged from the hospital.

Manufacturer narrative:
H2 correction: b5 - case description updated to retract that another clip procedure had been performed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized due to the patient effects and a non-abbott device was placed as treatment. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported unexpected medical intervention was a result of case specific circumstances as the patient was hospitalized due to the patient effects and another clip procedure was performed as treatment. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the final report, the additional information was received: on (B)(6) 2025, recurrent regurgitation was noted. On (B)(6) 2025, another clip procedure was performed as treatment. There were no complications reported.